Manufacturer narrative:
There is no indication of any system or component failure. The location of the original implant did not provide adequate tissue quality for stability of the device and the revision likely caused the pocket to become slightly enlarged, allowing the ipg to migrate within the pocket.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator sytem on (B)(6) 2023 and underwent a surgical revision on (B)(6) 2024 to correct migrated leads (see MDR 3015425075-2024-00288). During the revision the single port implantable pulse generator (ipg) and lead were removed and a dual port ipg and two new leads were placed with the leads being closer to the superior cluneal nerves. The new dual port ipg was implanted in the same location as the original single port ipg, however during the healing process the ipg migrated within the pocket so that it became tilted and caused poor communication between the ipg and the external therapy discs. On (B)(6) 2024 a surgical revision was performed to place a new ipg in a slightly different location the lower back to improve stability of the implant and provide consistent connectivity between the components.